Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set breaking below the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp bur 60d smbore 3ss tubing broke below the drip chamber and leaked out fluid. The following information was provided by the initial reporter: "breakage below drip chamber. Bd alaris pump infusion burette set small bore tubing." "Tubing primed, then at bedside when connecting tubing in pump leakage of tubing under the drip chamber noted."